Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned 07/02/2018 for evaluation. Performed visual inspection and passed. Performed a voltage test and passed. Performed transmitter functional test and passed. Performed a pairing test and failed. Performed share log review a loss of connection was found within the investigation window. The reported event of a loss of connection was confirmed. The problem is confirmed because the share log displays a connection loss gap within the investigation window. The probable cause is a defective transmitter